Event description:
Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: total delamination on plug strap disk shell, fold creases, yellow particles on the shell, and a curved opening on radius. Leak test and microscopic analysis was performed which identified: a striated opening on radius and total delamination on plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool. Total delamination on plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional additionally reported concern with the product, enlargement, and swelling.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted and replaced.